Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws: trauma/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a narrow large frag plate with 8 screws in the right humeral shaft and 1/3 tubular plate with 5 screws from the anterior of the humeral shaft to treat non-union. The procedure outcome and patient status were unknown. This complaint involves five (5) devices. This complaint, (B)(4), is linked with complaint in (B)(4). This pc captures five (5) out of fifteen (15) devices. While (B)(4) captures ten (10) out of fifteen (15) devices. This report is 4 of 5 for (B)(4).